Manufacturer narrative:
510k: this report is for an unknown screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Explant date is unknown for screw. It most probably occurred on (B)(6) 2018. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with variable angle condylar plate on an unknown date. The patient had a nonunion and was revised with open reduction internal fixation of femur on (B)(6) 2018. The plate was not removed from the patient. (B)(4)documents that during the revision the collinear reduction clamp broke into two pieces. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Event description:
This report is for an unknown plate: 4.5mm valcp condylar plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown plate: 4.5mm valcp condylar. Plate /unknown lot. Part and lot number are unknown; UDI number is unknown. Plate was not removed; therefore, date not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.